Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to battery gauge fluctuating and resuling in pump shutting down. Bg level was unknown. Customer declined follow up so no additional information could be provided. The customer continued to use the pump for insulin therapy.